Event description:
It was reported that the lead exhibited high impedance and increased threshold. X-ray revealed externalized conductors. The device was turned off until the lead could be replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.